Manufacturer narrative:
Device evaluation summary: mentor conducted a visual inspection. Visual analysis of the returned device revealed that the breast implant had a tear on the posterior view, measuring approximately 5.0 cm. As the authorization form for examination was not received, the product evaluation lab could not reach a conclusion regarding the specific nature of the rupture. The evaluation was limited to non-destructive testing. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Although no conclusion could be reached on the cause of the rupture found, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: insufficient information, no issue reported d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 63-year-old female patient underwent primary breast augmentation with 325cc mentor memorygel breast implant on both sides and right side breast implant rupture was found during removal only surgery on (B)(6) 2024. No product quality issues were reported for the left-side device. On january 16, 2025, the mentor failure analysis lab received two devices for evaluation, it cannot be determined which device is the suspect medical device for the reported rupture, since the two received products have the same volume engraved, both devices were found damaged per analysis findings. Hence, both device result are being submitted. Hence, this report is for the left side. Right side device results is being reported separately. Mentor is aware that the date of implant ((B)(6) 2005) is prior to the manufacturing date (1/15/2009) of lot 5879734. Multiple follow ups were completed for clarification. However, no response was received. If additional information becomes available, it will be updated and supplemental report will be submitted.